Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2026, the patient experienced a hypoglycemic event while being in an active sensor session. While the patient was asleep, she had experienced loss of consciousness. The patient did not know if alarms had sounded, as she was unconscious, but believed that the sensor had failed. The insulin pump would had kept providing insulin, and due to the hot weather, the patient believed she absorbed it quicker than usual. The patient reported she was going in and out of consciousness and could not move for hours. When the patient did not turn up for work, her emergency contact was called. The emergency contact then showed up to the patient¿s home and treated the patient with glucose gel. No further medication was reported and there was no indication medical assistance was sought. At the time of the report the patient¿s current condition was not specified, but it was understood that the patient was stable. A review of performance data shows that the patient's low alert was enabled at the time of the incident with the threshold set to 72 mg/dl and the audio set to vibrate. The urgent low alert is fixed at 55 mg/dl; the audio was set to match phone and the snooze feature was set to 30 minutes. The urgent low soon alert was set to match phone and will notify patients when their estimated glucose values will reach 55 mg/dl within 20 minutes. The no readings alert was set to vibrate and was set to trigger after 30 minutes of continuous brief sensor issue.data investigation shows that at 1:33 am on may 26, 2026, the app delivered a vibratory urgent low soon alert with an estimated glucose value of 76 mg/dl. At 1:38 am, the patient¿s egvs dropped below the low alert threshold and the app delivered a second urgent low soon alert, this time at half volume, with an egv of 69 mg/dl. At 1:43 am, the app delivered a third urgent low soon alert, this time at full volume, with an egv of 60 mg/dl. At 1:48 am, the patient¿s egvs dropped below the urgent low alert threshold and the app delivered a vibratory urgent low alert with an egv of 51 mg/dl. At 1:53 am, the app delivered a second urgent low alert, this time at half volume, with an egv of 48 mg/dl. At 1:58 am, the app delivered a third urgent low alert, this time at full volume, with an egv of 44 mg/dl. The app delivered another urgent low alert at full volume at 2:03 am with an egv of 40 mg/dl. Beginning from 2:08 am, the app began delivering urgent low alerts at full volume with an egv of low (less than 40 mg/dl) every five minutes. The app continued delivering these alerts until 3:08 am, at which point the patient entered a period of brief sensor issue.at 3:38 am, after thirty minutes of brief sensor issue, the patient began receiving vibratory no readings alerts. The patient continued to receive vibratory no readings alerts every five minutes until 4:43 am, at which point the patient¿s sensor failed and the app delivered a vibratory sensor failed alert. At 4:48 am, the app delivered another sensor failed alert, this time at half volume. At 4:53 am, the app delivered a third sensor failed alert, this time at full volume. The app continued to deliver sensor failed alerts at full volume every five minutes until the alert was finally acknowledged several hours later at 1:29 pm that afternoon.data investigation shows the system delivered all intended audible and visual alerts on the alleged date of incident on may 26, 2026. In addition, no similar issues which could have prevented glucose alerts from triggering were found relative to the reported incident (as the patient¿s egvs were low for several hours prior to the onset of brief sensor issue and sensor failure). Although no alert/notification settings issue or similar issue was found during investigation, dexcom is unable to confirm that sound from the patient¿s smart device was delivered and perceived by the user at an audible amplitude on the date of issue. Therefore, dexcom is classifying this event as meeting criteria for reporting. The complaint of alert/notification settings issue is undetermined, and the root cause of the alleged event could not be determined. No additional patient or event information is available.